Manufacturer narrative:
The customer returned the subject device to an olympus repair center for evaluation. The reported phenomenon could not be replicated during evaluation and inspection, however, cracked a-rubber glue with exposed thread and several voids in the objective lens cement were found. This investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The end user contacted olympus to report no image when using the endoeye flex 3d deflectable videoscope. The end user also reported that the screen says "error malfunction." This reported phenomenon has been reported to have occurred during preparation for use for a laparoscopic low anterior resection 3d procedure. No patient or user harm or delay in care has been reported, and the procedure was completed with another, same model scope.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to b5 . B5: the information included in b5 was inadvertently omitted from the initial medwatch report. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause cannot be identified, however, the following are probable causes for the objective lens adhesive deteriorating: a) external physical stress from external stress to the distal end. B) chemical stress due to sterilization with sterrad system and/or chemical solutions. Additionally, the loss of image was unable to be duplicated during the device evaluation. A final root cause of the event was unable to be identified. However, the following are probable causes for the temporary loss of image: a) breakage of the ccd cable between the ccd transmission area in the tip of the device and video connector wiring area. B) short-circuit of the ccd cable at the video connector wiring area (contact failure). C) insulation breakdown inside the ccd unit or deterioration of the circuit board in the video connector by the following handling. - system ground wire was not connected. - with the system power on, the scope connector was pulled / inserted. - dirt and/or moisture adhered to the contacts of scope connector. - nonconformity in reprocessing condition such as autoclaving. The following is included in the instructions for use: ¿important information ¿ please read before use: contraindications, warnings, and precautions: do not strike, hit, or drop the endoscope¿s distal end, rigid portion, bending section, control section, universal cord, video connectors, or light guide connector. Also, do not bend, pull, or twist the endoscope¿s distal end, rigid portion, bending section, control section, universal cord, video connectors, or light guide connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient. Operation manual: important information ¿ please read before use: warnings and precautions: disappeared or frozen endoscopic image: - before connecting the video connector to the video system center, confirm that the video connector, including the electrical contacts, is completely dry and clean. If the endoscope is used with the electrical contacts wet and/or dirty, the endoscope and video system center may malfunction. - turn the video system center on only when the video connector is connected to the video system center. In particular, confirm that the video system center is off before connecting or disconnecting the video connector. Failure to do so can result in equipment damage, including destruction of the image sensor. Reprocessing manual: 3.1 compatibility summary: methods listed as ¿compatible¿ in table 3.1 and 3.2 are compatible for routine use only when used according to manufacturer¿s instructions. Repeated use and reprocessing of endoscopes and accessories lead to gradual wear and tear. Furthermore, reprocessing methods that employ higher temperatures and more caustic/corrosive materials may lead to faster deterioration. In general, sterilization processes are harsher on equipment than disinfection processes. Before each patient procedure, inspect the endoscope and accessories for damage, according to the instructions described in this manual and its companion ¿operation manual¿. Reprocessing manual: 3.1 compatibility summary: list of compatible methods validated in terms of material durability: sterrad® 50/100s/200/nx¿: sterilization by sterrad® 50/100s/200/nx¿ system may deteriorate the adhesive of the insertion section. Depending on the circumstances, replacement of the insertion section may be required. Before use, confirm that the endoscope is free from any damage or other irregularities. For further details, contact olympus.¿ olympus will continue to monitor field performance for this device.

Event description:
During the device evaluation, it was found that the objective lens adhesive deteriorated. This report is being submitted for the loss of image and objective lens adhesive deteriorating.